Manufacturer narrative:
The electrical characteristics of the returned device conformed to established specifications. Upon reception of the device, pacing pulses were generated appropriately by the device. Several scratches were noticed on the setscrew head, as well as lots of iron filings outside and inside the silicon cap. No regular tightening marks on the ventricular setscrew tip was noted. In addition, several damages were found. A lead connection test was performed with a reference lead. The lead has been tightening according to the instructions mentioned in the manual and correct tightening marks were observed on the setscrew tip. All those observations can be explained the reason why there was a post-it on the pacemaker. Based on the available data, no issue is suspected on the subject pacemaker. For more details, please refer to the attached analysis report.

Event description:
During inventory check at customer level the subject device was not found. After several verification, the device was found at pharmacy level with a post-it on it labelled "technical problem". Customer erp indicate device move on (B)(6) 2022. Medical staff interrogation did not highlight any additional information, no one remind any particular event. Review of physician's complaint log did not reveal anything on the device and this date. Review of implantations logs did not reveal any sr implantation around (B)(6) 2022. Review of all customers programmers did not reveal any patient files associated with this implant. No programmer stock rotation known since the reported event date.

Event description:
During inventory check at customer level the subject device was not found. After several verification, the device was found at pharmacy level with a post-it on it labelled "technical problem". Customer erp indicate device mouvement on (B)(6) 2022. Medical staff interrogation did not highlight any additional information, no one remind any particular event. Review of physician's complaint log did not reveal anything on the device and this date. Review of implantations logs did not reveal any sr implantation around (B)(6) 2022. Review of all customers programmers did not reveal any patient files associated with this implant. No programmer stock rotation known since the reported event date.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.